Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, at one month post-operative radiographs, surgeon noted that the tibial trial post was implanted within the patient. Revision surgery was performed on (B)(6) 2010, to remove the trial post.

Manufacturer narrative:
The lot number information needed to review device history records was unavailable. This report submitted (B)(6) 2010.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, at one month post-operative radiographs, surgeon noted that the tibial trial post was implanted within the patient. Revision surgery was performed on (B)(6) 2010, to remove the trial post.

Manufacturer narrative:
(B)(4).